Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch bidirectional approved under (B)(4). (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a visual inspection of the catheter showed extensive charring on the front part of the catheter tip. The returned device was visually inspected upon receipt and char and reddish material was found around the tip dome. Per the event, an irrigation test was performed and catheter passed, no occlusion was observed. In addition, catheter was tested for electrical performance, stockert compatibility and thermal sensor response. The catheter failed the electrical test due the tip dome was already cut off by r&d since they performed a deeper investigation. The distal tip electrode irrigated shell was carefully removed in order to expose the internal irrigation surfaces. Material was observed on the internal distal face of the tip shell as well as partially along the cylindrical wall. Material was investigated by an ft-ir method in order to get the type of material adhered to the internal surfaces. The results of the ftir analysis indicated spectra consistent with protein and sodium chloride. However, it remains unknown the origin of the material and if it was the cause of the charring reported by the customer. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that once the procedure was completed, a visual inspection of the catheter showed extensive charring on the front part of the catheter tip. The generator setting and the flow rate when the event occurred were power mode control, 25-30 watts. 8 ml/min. There was a small rise of impedance during some of the ablations. The initially impedance decreased and then a slow increased. The ablation delivered at the same site took 60 second. The physician considered that the char was excessive.